Event description:
The male patient received two cypher stents in the proximal lad. Approximately one hour post procedure, the patient had thrombosis. The patient was taken to the or where he subsequently died. The patient also had renal failure.